Manufacturer narrative:
Insulin pump received with bleeding and cracked lcd glass. Insulin pump received with minor scratched display window. Insulin pump received cracked case at display window corner. Insulin pump received with cracked reservoir tube lip.

Event description:
Customer's mother called to report damage to the insulin pump. Customer's mother stated that there is a crack on the lcd screen of the pump. Customer's blood glucose levels were not included in the report. Product is being returned and replaced.